Manufacturer narrative:
Other, other text: one smiths medical cadd legacy pump was returned for analysis. During analysis, the customer's reported problem was confirmed. Pump was found to be displaying 1720 error code alarm message on power up when batteries are inserted during the investigation. Service recommended a back-up capacitor to be replaced to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that during pre-test, a smiths medical cadd legacy pump exhibited error code 1720. No patient was involved in this event. No adverse effects were reported.